Event description:
It was reported that this pacemaker was undersensing low amplitude measurements during an atrial tachy response (atr) episode. Bradycardia pacing of 30 beats-per-minute was delivered by the pacemaker at the lower rate limit during the atr episode. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.